Event description:
New information received noted that the patient presented to the clinic on (B)(6) 2019 for routine device check. Device interrogation revealed multiple episodes of re-occurring noise on the atrial lead. The noise could be reproduced in the clinic with isometrics. The patient was asymptomatic. The device was reprogrammed. The patient was stable prior during, and post device interrogation. The patient will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for routine device check-up. Upon device interrogation, noise was observed on the atrial lead. The lead noise could be reproduced in the clinic with isometric exercises. The physician elected to make no programming changes and continue monitoring the patient. The patient was asymptomatic to the event and was in stable condition.